Event description:
During a procedure, a cardiac perforation occurred. Ablation was being performed when the catheter was noted to be outside the geometry on the mapping system. The patient became hypotensive and an intracardiac echocardiogram revealed a perforation in the posterior left atrial wall. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the ablation catheter.

Manufacturer narrative:
The device was returned due to a cardiac perforation. One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Functional testing revealed the catheter deflected into the correct shape when actuating the steering mechanism and met specifications. Electrical testing revealed electrode 1-4 had acceptable resistance values with no open circuits detected. Electrical insulation between conductor wires 1-4 and the thermocouple wires was also tested while the catheter was deflected and un-deflected. No short circuits were detected. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.